Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2024-22332, related manufacturer reference number: 2017865-2024-22333, related manufacturer reference number: 2017865-2024-22335. It was reported that the patient presented in clinic with infection developing in the implant site. It was further noted that they were experiencing phrenic nerve stimulation from their implantable cardioverter defibrillator and left ventricular lead. The infection was treated using antibiotics and the system remains implanted. The patient was stable.